Manufacturer narrative:
Corrected patient identifier.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Reference MFR. Report: 1627487-2019-11733. It was reported that during an implant patient had stroke like symptoms and was hospitalized. MRI showed that patient did not have any stroke but it was the adverse effect of the anesthesia. Patient therapy was turned on later on and effective therapy was restored. Patient is stable and at home.